Manufacturer narrative:
Patient age and patient weight, unknown. A manufacturer representative went to the site to test the navigation system. Upon system checkout it was confirmed that the system was performing as intended. No parts were replaced. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that they had an inaccuracy with a locking screw for the clamp but didn't affect the case. There was no impact on the patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis was unable to determine probable cause without further information since the behavior cannot be replicated following passing work order. If information is provided in the future, a supplemental report will be issued.